Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had audio vibrate anomaly. Customer¿s blood glucose was unknown at the time of incident. Customer states that audio beep test failed. Device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed hardware low level failures during self test and confirmed in the insulin pump history due to broken pin 6 trace on u1 keypad assembly.